Manufacturer narrative:
Event date - (B)(6) 2008. Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-03279 and 2134265-2010-03280. It was reported that post a stenting treatment procedure, late stent thrombosis occurred. In march of 2008, three taxus express2 stents were placed in an unspecified coronary artery; a 2.75x32mm, a 3.0x24mm and one of unknown size. No patient complications were reported. Five months later the patient presented with angina. The stents were occluded with thrombus. Two stents were placed to treat the thrombosis. No further complications were reported. Nine months later the patient again presented with angina. It was noted that the stents were again occluded with thrombus. The patient underwent bypass surgery at that time. No further patient complications occurred. The patient is currently taking plavix and aspirin and reports no cardiac symptoms.